Manufacturer narrative:
Technician found all four brake casters would swivel when pushed in brake position. Replaced all casters to resolve this issue. Bed located in ed.

Event description:
Information received that all 4 brake casters swivel when pushed in brake position. No injury reported.